Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The device was sent to engineering for further investigation. The device was visually inspected and no defects were found related to the complaint. The device was opened for an interior inspection and confirmed the customer complaint. The root cause was determined to be a ui-u1 failure.